Event description:
It was reported by service report that the fowler and knee gatch functions were moving without pushing any controls. There was pt involvement, and adverse consequences were reported.

Manufacturer narrative:
The alleged reported phantom motions of the fowler and knee gatch functions could not be duplicated during visual and functional inspections. Additionally, the pt on the bed had been admitted for a back injury condition. However, it was not been alleged or confirmed that any further injury happened as a result of the alleged product issue, not confirmed by the field service technician. If add'l info is received, and a root cause could be confirmed, a f/u will be filed.